Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion sets cannula were bent. The symptoms were noticed within 3 hours of insertion. The set was inserted in abdomen for all 3 events. The events occurred for lot 6003727 on 3/31/2024 and 4/2/2024 and for lot 6002594 on 4/12/2024. The blood glucose at time issue was noticed - 390mg/dl for 1st event on 3/31/2024, 425mg/dl for 2nd event on 4/2/2024, 410mg/dl for 3rd event on 4/12/2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.